Event description:
Additional information indicated that the alarm was a low reservoir alarm.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
The patient missed the pump refill date of (B)(6) 2014 as she was in (B)(6) an extra 8 days due to the passing of her father. The patient was unsure of the drugs used in the pump or the dose and concentration as all of her information was at home. The pump medication had been increased due to ¿some accident she had 6 months ago¿. The patient started to realize that there was a problem two days ago. The patient experienced withdrawal, was extremely dizzy, lightheaded, had hot/cold sweats, chest pains and muscular cramping. The patient was working with a travel concierge and had seen two doctors; however, delays occurred. The patient was working on expediting travel arrangements due to the situation; however, she was going to go to the emergency room. Additional information indicated that a pump alarm had occurred. The patient was out ¿of the country¿ and was in the hospital receiving morphine for withdrawal. The patient recovered without permanent impairment. The device system was used to deliver dilaudid, clonidine, marcaine, and morphine.

Manufacturer narrative:
(B)(4)